Event description:
It was initially discovered when a generator was returned to the manufacturer that it set to settings typical of an incomplete diagnostics. It is unclear if it was known that the generator was at those settings and left at those setting since the generator was being explanted.